Event description:
The customer stated that he tested blood glucose using contour and one touch meters. The contour meter read 285 mg/dl, while the one touch meter read 125 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The contour test strips will be returned for evaluation, and replacement test strips will be sent.